Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: there were no damage or cracks to the battery compartment or cartridge compartment was noted during investigation. No problems with removing returned battery cap. Investigators were unable to duplicate customer complaint. When pump is booted the display is a dim red color.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.